Event description:
Boston scientific received information that the patient presented to the clinic with inappropriate atrial tachycardia response mode switches and tracking of noise on the atrial channel. The noise was able to be recreated with pocket manipulation. The interrogation revealed that the right atrial (ra) lead exhibited increased impedance measurements and an out of range impedance measurement from two and a half weeks earlier. It was noted that the patient had not been compliant with follow-up interrogations. The boston scientific sales representative (sr) stated that a lead revision procedure would be scheduled. No adverse patient effects were reported. An email was sent to the sr in an attempt to obtain additional information and resolution to this event.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
The boston scientific sales representative (sr) stated that no action has currently taken place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.